Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device image. Visual analysis of the photo revealed that the synpor sheet 50*50 t0.45, p/n: 08.510.110s, exhibits signs of delamination. No other issues observed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for synpor sheet 50*50 t0.45, p/n: 08.510.110s. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synpor sheet 50*50 t0.45 had a section of the sheet cut and was found to be delaminated. The rest of the section was not returned for evaluation. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the synpor sheet 50*50 t0.45 would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Corrective and preventative action (CAPA) has been opened to address this as a design enhancement to the product. H3, h4, h6: device history record (DHR) review conducted: part:08.510.110s. Lot:ds7006481. Manufacturing site: werk selzach. Supplier:dsm biomedical. Release to warehouse date:01 mar 2021. Expiration date: 01 jan 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in china as follows: it was reported that during the surgery on (B)(6) 2023, after package was opened it was noted the edges of the product were rough. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient. No additional information could be provided. During manufacturer's investigation of the returned device it was identified that synpor sheet 50*50 t0.45 had a section of the sheet cut and was found to be delaminated. This report is for one (1) synpor square sheet-sterile 50mmx50mm/0.45mm thick. This is report 1 of 1 for complaint (B)(4).